Event description:
It was reported the device was used during a subtotal gastrectomy. It was reported that the staples were malformed after firing. The procedure was finished with suture. There was no consequence to the pt.